Event description:
It was reported that the sharps coll 8qt nest open top needl port was missing the lid before use. The following information was provided by the initial reporter, translated from japanese to english: "when opening a shipper carton, there were 24 lids and only 23 collectors."

Manufacturer narrative:
H.6. Investigation summary : the DHR review was performed for the lot number 7130939, it was found that there were no issues reported related to lid missing collector base during the manufacturing of the lot. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing collector base for the same part number throughout the last twelve months. With this investigation, there is not enough information like a lot number or pictures from the original packaging which is needed to rule out that this issue was generated due to a repackaging process. As part of this investigation it was noted that this complaint was received from japan and as per customer information all the material sold to japan is being repackaging within a bd facility, therefore the evidence of the original packaging is needed to track product traceability of the reported product. A review of the current process was performed; the result showed that in accordance to current manufacturing process controls, lids and collector bases are verified with a weighing system to make sure the correct quantity of pieces. However, due to there is no enough evidence, this failure mode can¿t be confirmed as part of the manufacturing process because the incorrect quantity could be occurring if a partial sell was made to the end user or if this material is being repackaged with a non-controlled method. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll 8qt nest open top needl port was missing the lid before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening a shipper carton, there were 24 lids and only 23 collectors."